Manufacturer narrative:
The information provided indicates that the sample is expected to be returned for analysis. If the sample is returned, a summary of the analysis will be provided in a supplemental report.

Event description:
The customer reported that while the unit was in use on a patient, the cuff would not deflate. The patient was extubated and the cuff was checked. Upon extubation, the customer reported that there was liquid inside of the inflation line. The patient was reintubated as a result of this event. There was no further incident to the patient reported.

Manufacturer narrative:
One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed all the components were assembled according to manufacturing process. A inflation/deflation test was performed, air was applied to the cuff and it was observed the cuff held the air and no deformations or anomalies were observed.

Event description:
The customer reported that while the unit was in use on a patient, the cuff would not deflate. The patient was extubated and the cuff was checked. Upon extubation, the customer reported that there was liquid inside of the inflation line. The patient was reintubated as a result of this event. There was no further incident to the patient reported.